Event description:
This report is based on information provided by philips engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that the device's ECG measurement and paddle tray is defective. It's need to be replaced. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Device has been evaluated by philips engineer at bench repair and found that in the device controls, it was determined that there was a malfunction in the ECG measurement module and the paddle tray. According to the service procedure, defective parts must be replaced with new ones. All parts are order and shipped to resolve this reported problem. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction ECG measurement module and the paddle tray. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The defective parts of the device were replaced with new ones. All tests and checks were performed in according to the procedure listed in the service document. No problem was seen. The device was delivered to the user in working condition. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.